Event description:
On (B)(6) 2011 it was reported the patient went into hospital for dizziness. The patient having a history of vertigo. The pm has recorded in the history of therapy episodes of noise both in the atrium and in ventricle. In 2008, the ventricular lead broken.(B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).